Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that shortly following the implant procedure, this pt developed hypotension. An echocardiogram showed pericardial effusion with cardiac tamponade and it was believed there was a perforation of the right atrium. The physician performed an emergency pericardial window procedure for the pt. During hospitalization, the pt had some initial thrombocytopenia which resolved with increased platelet count. Following the procedure, the pt's condition stabilized. Our records indicate all products remain in service. There have been no additional allegations reported since. Should additional info become available, this report will be updated.